Event description:
Event description cpi received info that at the implant procedure, this implantable cardioverter defibrillator (ICD) delivered burst pacing to induce vf for defibrillation threshold testing. The ICD successfully induced vf, but continued delivering burst pacing and did not treat the arrhythmia. The ICD did not respond to commands from the programmer, and the physician delivered external shocks to convert the arrhythmia. The pt required mechanically assisted circulation, but was later able to resume normal, unassisted heart function.